Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527218m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 73-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The bwi product analysis lab received the device for evaluation on 16-nov-2021. The device evaluation was completed on 07-dec-2021. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. During the irrigation test it was found that the device was occluded. During the failure analysis it was found that the irrigation tubing was occluded with crystals of saline solution. A scanning electron microscope (sem) was performed and was concluded that the particle is primarily composed of na and cl, presumably residues of saline solution. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code hose (g04069) were selected as related to the biosense webster, inc. Product analysis lab finding of ¿occlusion- irrigation tubing block at shaft¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During left pulmonary vein isolation ablation, at the base of the laa, steam pop was checked. After that, blood pressure was dropped, cardiac tamponade was checked. The event occurred 2 hours and a half hour into the procedure. The procedure was discontinued, and drainage and blood transfusion were performed, and the patient was followed up in the intensive care unit. The patient was conscious. The patient was transferred to the intensive care unit for observation. The physician commented that physician in charge stated that the product was normal. The physician said the ablation might have been too close to the proximal part of the left atrial appendage. This adverse event was discovered during use. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Drainage and blood transfusion were performed. Patient outcome was reported as fully recovered. There is no information regarding if the patient required extended hospitalization because of the adverse event. Prior to noting the cardiac tamponade, ablation was performed. There was evidence of a steam pop. Next week, the course was confirmed. The patient's condition improved, and sinus rhythm was maintained.